Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasping retractor instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The small grasping retractor instrument was found to have a broken pitch cable at the distal end. It was noted the broken cable segment that contains the crimp, was missing from the clevis. The root cause of the broken pitch cable was attributed to a component failure. It was noted the instrument had 5 lives remaining. Site history: a review of the site's complaint history found no additional complaints related to this product. Product and event verification: a log review was conducted, which resulted in the following findings: the logs showed the customer was using the small grasping retractor instrument part # 470318-10, lot# n102000406-0037 on (B)(6) 2020 with system sk0081. It was noted the instrument was replaced with a small grasping retractor part# 470318-10, lot# n11200323-0008. The logs indicated the small grasping retractor instrument part# 470318-10, lot# n102000406-0037 had 5 lives remaining. System log review: a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Video/image: no image or video clip for the reported event was submitted for review. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a broken piece of cable from the small grasping retractor instrument fell inside the patient. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. Device expiration date was left blank as this instrument has 10 usages allotted to it, which are tracked by the da vinci surgical system. This reported issue occurred on the instrument's 5th usage and, therefore, had not expired. Implant date is blank because the product is not implantable. Initial reporter is blank because it is unknown if the initial reporter submitted a report to the FDA. Recall is not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the surgeon noticed a broken piece of cable from the small grasping retractor instrument inside the abdomen, and was able to retrieve it and continue with the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr), who was present during the procedure, and obtained the following additional information: the csr confirmed the reported issue occurred during a robotic rectopexy procedure. It was indicated the surgical techs usually inspect the instruments on the back table during their setup, and the csr stated there was no mention of the small grasping retractor instrument being damaged prior to the surgeon seeing the metal cable sticking out during procedure. The small grasping retractor instrument was in use during most of the procedure and estimated that it was used for one hour. Reportedly, the surgeon did not notice any issue with the functionality of the instrument nor if any instrument collision occurred. At the time of the reported issue, the surgeon was grasping and retracting tissue. It was unknown if the instrument had been removed prior to the fragment falling. The csr reported that the fragment that fell was retrieved with a laparoscopic grasper and the surgeon visually verified that all fragments were retrieved. The surgeon did not say what they thought was the cause of the fragment falling. No additional surgical procedure was required, nor were post-operative test taken to check for remaining fragments. Upon final removal of the small grasping retractor instrument, the staff did not feel any resistance and the wrist was straightened. The customer did not notice any damage to the cannula after the event. A new instrument was used to continue the case. The procedure was completed robotically with no patient injury or harm.